Event description:
It was reported that the device had a "power issue, cracked case". There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced blown fuse and c3 on motor control board for power issue,no fault found for cracked case. Replaced 3rd party door latch assy replaced discolored membrane frame and completed keypad recall. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Bd does not condone the use of non-supported parts within any of the alaris system devices. The risk of non-supported parts installed in the device(s) by the customer is unknown. Based on the findings, service determined that the probable cause of the reported issue was due to an electrical failure of the motor control board. A review of the complaint history record in trackwise and sap was performed for the sn15305495 which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of (B)(6) 2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had a "power issue, cracked case". There was no patient involvement.